Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of having issues with infusion set connecting to reservoir. It was also reported that reservoir was occluded. Customer's blood glucose was unknown. Supplies would be replaced.

Manufacturer narrative:
A complete analysis and testing of one sealed reservoir and one opened and used reservoirs showed that they are functioning properly and passed all functional testing. However, a visual inspection was performed on the transfer guard needles are not to be parallel to the transfer guards body axis's.